Manufacturer narrative:
(B)(4). (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
During primary hip arthroplasty, it was reported that after only 4 minutes, the cement had set, so that the surgeon could no longer adjust the stem in the femur. The stem is well fixed and no adverse patient consequence was reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. . A sample of the same lot number have been analyzed. The product did not show any unusual behavior during mixing, handling or setting. The reported behavior of the cement could not be reproduced. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been was reported that during the surgery after only 4 minutes, the cement had set, so that the surgeon could no longer adjust the stem in the femur. The stem is well fixed and no adverse patient consequence was reported.